Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot on the vasoview hemopro endoscopic vessel harvesting system was noticed to be cracked. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the tip of the cold jaw silicon was peeling and there was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot cracked" was confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. Internal file number - (B)(4).